Event description:
It was reported the pt felt a jolt while going through a metal detector. The pt indicated he has had increased tremors and pain at the base of his spine since. The pt has stimulation coverage from the shoulder all the way to the hand. The system was initially implanted to address tremors. The pt states that stimulation to the neck is lost after the incident. A full parameter diagnostic indicated valid impedance values and the x-ray of the system also did not reveal any anomalies. The physician has been unable to treat the pre-existing tremors. The pt's spouse also indicated the tremors are present regardless whether stimulation is in use or not. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.